Event description:
The patient reported experiencing tenderness and increasing abdominal pain as well as two spots or bumps sticking out. She was implanted in june of 2006 and has an appointment with her surgeon regarding this.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. A follow up MDR will be filed if more information becomes available.